Event description:
The customer reported unresponsive buttons and a frozen screen. The customer tried several different batteries, but the problems were not resolved. Advised the customer that the insulin pump would not be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.